Event description:
Caller states the compact drum vial has 11/2008 printed as the expiration date. Manufacturer has the expiration date listed as 10/2008. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 352 mg/dl and 108 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Similar readings to those the customer reported were found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.